Manufacturer narrative:
The osv ii (B)(6) catheter was returned for evaluation: device history record (DHR) ¿ review of the history device records for the product code (B)(6) with lot 0226321, conformed to the specifications when released to stock. Failure analysis - the investigation of the unit confirmed the complaint: the returned product was decontaminated, and the device was visually inspected. No defect was noted; however, a tear/cut was noted on the end of the catheter. Root cause --the root cause for the issue reported by the customer, is due to improper handling of the device in view of the cut or is due to a sharp or pointed object coming into contact with the valve. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
A facility reported that the implanted catheter of the osv ii (909708s) was weak/fragile and dislocated when handling even if medical staff used sheathed forceps. The catheter tore and needed to be changed; thus, the patient was moved to operating room to change the valve (dysfunction of the valve).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.